Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device is not reportable and the initial report should be voided. The correct device for this event has been reported on MFR number 9610576-2016-00008.

Manufacturer narrative:
This user facility is outside of the united states. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted. Product location unknown.

Event description:
It was reported that patient enrolled in a clinical study and underwent a left total knee revision procedure approximately three years post-implantation due to loosening of the tibial base plate.